Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and the device was not performing as expected. No additional information was reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, six weeks after the implant procedure of this inflatable penile prosthesis (ipp), the patient experienced burning sensation in the urethra and swelling and pain in the penis shaft and in the scrotum. One month later, the patient stated that the cylinders were too short. A CT scan was performed, during which it was noted that the pump was malpositioned; therefore, the patient underwent a revision surgery to reposition the component and its tubing from the right middle low scrotal to the right high scrotal.